Manufacturer narrative:
Device passed displacement test, sleep current measurement test, and active current measurement test. Could not confirm unexpected battery power loss. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call insulin pump received replace battery now alarm. Customer¿s blood glucose value was 84 mg/dl. Customer stated that the this is the second occurrence of replace battery alarm without a low battery alarm. The product will return for the analysis.